Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with original battery cap contact missing and powered on properly when new battery cap was placed. Unit passed sleep current measurement, active current measurement and the self test. In addition, the unit was received with battery cap contact missing, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side and scratched case. In summary, customer allegations for cosmetic damages were confirmed when battery cap contact missing was noted during visual inspection. However, unable to confirm blank display. The unit powered on successfully after battery installation with new battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was notified to insert the battery, the pump has a crack and there is a blank screen. The customer stated the battery contact point is missing the customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display and the customer was advised to monitor the product. Troubleshooting was performed for the battery cap - damaged, and the customer was advised to send accessories-1527 as a replacement battery cap when accessories-1529 is available. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. The customer reported battery cap was damaged. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.